Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a possible broken sensor wire on (B)(6) 2014. Patient stated that upon removal of sensor pod, a part of the sensor wire was still in the skin and the other half of the wire was attached to the bottom of the sensor pod. Patient reported discomfort at insertion site. No injuries or medical intervention were reported.